Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.